Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci curved-tip stapler 30 instrument to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have loose staples lodged in the jaws at dlu pins. As a result, difficulty in installing an in-house reload was observed during in-house testing. The lodged staples were removed from the dlu pins in the jaws and in-house reloads were able to be installed and removed from the instrument's jaws without an issue. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired with a white 30 reload. No firing failures were observed during log review. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the instrument was found to have multiple reload recognition failures based on log review. This failure is likely due to the lodged staples observed. The recognition failures were not replicated during in-house testing. Electrical continuity was performed and passed. Instrument logs show error 1164, and guided user interface (gui) was used to manually select reload color. A review of the advanced technical log review for the curved-tip stapler 30 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis. The following additional information was provided: logs show pn 470530-08, ln t10220921-0027, was installed on the system 10x and fired 5 reloads (1 white, followed by 4 green). Prior to the 1st successful install, the system was not able to establish communication with the rfid tag. Instrument logs show error code 31088 for this failure. On physical installs 1, 3, 5, 7 and 9, the system could not detect the reload installed as valid. Instrument logs show 10 instances of error code 1164 pertaining to this instrument. On each successful install, the user was prompted to manually select the reload color via the gui on the surgeon side cart touchpad. On installs 2, 4, 6, 8, and 10, the first clamp and firing were completed successfully. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. The stapler was then removed and not used in the procedure again. There were no additional errors in the logs that correlate to the time this stapler was installed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was hard to attach the reloads to the curved-tip stapler 30 instrument, and the staple line was uneven. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staple line was not straight and even across. A new stapler was opened to resolve the issue. The instrument was inspected prior to used and nothing was observed out of the ordinary. The reload color was either green or white and selected as the surgeon¿s preference. The reload was difficult to load but did fire. The issue was noticed right away on the first fire. The surgeon was performed the cutting surgical task at the time of the event. The target tissue was either the lobe or the bronchus. The target tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The event did not involve a failure to fire nor a partial fire. The event did not involve tissue being pushed forward/dragged during the firing process. The issue did not involve the stapler jaws opening/releasing during the firing sequence. The issue did not involve the reload deploying staples unexpectedly. The staples were malformed/unformed. The reload did not have an exposed blade. No staples were missing from the staple line. There were no holes/gaps observed within the staple line. The reload was not stuck on the tissue. There were no errors generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was not any bleeding observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. There were no holes or gaps observed in the staple line. The procedure was completed robotically. The reload would not be returned to isi for evaluation. The instrument was returned to isi for evaluation. There is a video available on the camera hard drive. The video has been requested.